Event description:
A right subclavian groshong catheter was discontinued on 12/26/93 after leakage and lack of blood return noted. After the catheter was pulled, it was noted that a portion of the catheter had been retained. X-ray confirmed retention. The tip was retrieved on 12/28/93 via right femoral approach.